Event description:
It was reported to philips the device gave a proximal pressure autozero alarm. This event was reported to have occurred during patient use in current-connected CPAP mode. The device needed to be detached from the patient. There was no impact to the patient. The philips field service engineer (fse) evaluated the device. The solenoid pins were checked, and the o-ring of the da pcba was cleaned. The fse was unable to duplicate the reported alarm. No parts needed to be replaced. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was unconfirmed to have failed to meet specifications.